Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
An additional lot number was provided in this complaint for material number 381811. Lot # 3262520 mnf date 2023-09-21, exp date 2026-08-31. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter: date: 12/18/2024, complaint number: (B)(4), account number: (b?)(6), account name: (B)(6), contact person: xxxxx, item number: (B)(4), lot number: 3262520 & 4208538, sample available: no, pictures: requesting, item description: bd insyte auto-guard IV cath 24gx0.56". Incident description: as per account (B)(4), 24g short bd insyte-n autogaurd - needle did not retract when pressing the white button. Piv had to be removed. Attempted on multiple lots, same issue persists.

Manufacturer narrative:
Investigation results: the complaint of needle retraction failure was confirmed based on the condition of the sample that was shown in the provided photograph. The photo showed a 24g insyte autoguard device; however, the lot number was unknown. The photo was used to confirm the complaint for this investigation and investigation record #(B)(4). The IV catheter was positioned over the needle. It appeared that the safety mechanism had been activated; however, the needle remained extended from the shield. The root cause could not be determined from the photograph. Although the root cause of the complaint could not be determined from the photograph, a trend was identified for needle retraction failure complaints and a CAPA was opened to address this issue. This complaint type and corrective action will continue to be monitored for effectiveness. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The complaint of needle retraction failure was confirmed based on the condition of the sample that was shown in the provided photograph. The photo showed a 24g insyte autoguard device; however, the lot number was unknown. The photo was used to confirm the complaint for this investigation and investigation record #(B)(4). The IV catheter was positioned over the needle. It appeared that the safety mechanism had been activated; however, the needle remained extended from the shield. The root cause could not be determined from the photograph. Although the root cause of the complaint could not be determined from the photograph, a trend was identified for needle retraction failure complaints and a CAPA was opened to address this issue. This complaint type and corrective action will continue to be monitored for effectiveness. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.